Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use glass tubes are breaking with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, translated from portuguese to english: in handling the tubes are breaking very easily, with a risk of biological accident.

Event description:
It was reported that during use glass tubes are breaking with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter, translated from portuguese to english: in handling the tubes are breaking very easily, with a risk of biological accident.

Manufacturer narrative:
Investigation: bd had not received samples, but 1 photo were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for glass breakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.